Event description:
It was reported that battery did not last as long as expected during pump use. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting via email, no additional details were obtained, and no further action was taken by technical support.